Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The material number and batch number has been updated. The corrected information is provided in this follow up report.